Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. 53.8 mm abdominal aortic aneurysm. The aortic neck was 17 mm in length, 19.6 mm in diameter proximally and 20.7 mm distally. Lcia was 21.9 and 19.7, rcia was 11 mm. It was reported that the post implant films showed that there was thrombus present in left contralateral limb and the distal ipsilateral limb. The physician stated that the patient had received medical treatment for 6 weeks on an unknown date with no change. There is no apparent reason for thrombus and the patient is asymptotic; therefore, the physician requested blood work up to be performed. No further intervention was performed and no additional clinical sequelae were reported. Review of returned films 8 months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od measured 22mm. The ipsilateral limb was positioned within the right common iliac, and the contra limb was positioned within the left common iliac. Areas of thrombus were seen within the contra/left limb beginning just below the gate, and extending into the distal portion of the contra limb. The ID of the contra limb, within the gate, measured 10mm, and just distal to the gate measured 14x15mm. Thrombus was also visualized within the distal portion of the contra limb which measured 23x24mm. A small area of thrombus was also seen in the distal ipsilateral/right limb. The maximum aaa diameter was 5cm, and no endoleak was seen. No stent graft compression or kinks were observed. The cause of the occlusion could not be determined. It is possible that the relatively large change (expansion) of the contra stent graft ID as it exited the 12mm gate of the 23mm bifurcate may have caused blood flow disturbances, which may have contributed to the thrombus formation within the contra limb. It is also possible that the ipsi and contra limb thrombus may be due to a patient condition.

Event description:
Additional information was received as follows: it was reported that the patient presented with limb thrombosis approximately 10 months post implant. A thrombectomy procedure was performed followed by reline/extension with an endurant stent graft. The patient had been returning for regular follow-up visits. This procedure was performed at a different hospital and by a different physician than the original implant procedure.